Manufacturer narrative:
Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an inadvertent movement of the flap. However, it is unknown what caused the movement to occur. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient was reported to have flap striae post treatment. The patients symptoms have resolved. No additional information available.